Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits minimal signs of usage; the glass cap exhibits mild devitrification at output window; the metal cap exhibits signs of crystal deposits on output window; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a prostate procedure at 166,580 joules of use and 18 minutes, the fiber broke close to fiber port connector without any abrupt movements. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with a second fiber. Patient: no injury to patient reported.